Event description:
An attempt was made to use a pacific xtreme pta balloon catheter to treat a lesion in the popliteal artery. Device was inspected before use and negative prep was performed. No abnormalities were noted. No difficulty reported when delivering the device to the lesion site. However it was reported that when an attempt was made to inflate the device, the balloon ruptured. It was reported that the patient was found to be bleeding from the artery. Physician took out the device and discontinued the operation. Patient was treated with hemostasis by compression. It was reported that the patient status post procedure was fine. No other clinical sequelae were reported. Evaluation summary: a kink is present on the shaft. The proximal balloon welding point is damaged. The balloon is almost completely detached at this point. The proximal neck of the balloon is attached to the shaft tube for about 20% of its circumference.

Manufacturer narrative:
Results: (based on the information available no root cause can be determined); inherent risk of the procedure (dissection). Conclusion: operational context contributed to event (operator handling and anatomical condition). (B)(4).